Event description:
On (B) (6) 2010, the lay user/pt in germany contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The tech service representative (tsr) contacted the pt obtain and verify info; however was unable to reach her by telephone. The sr medical surveillance specialist classified the complaint based on the info originally provided. On (B) (6) 2010 at 6 pm, the pt obtained the blood glucose reading of 4.3 mmol/l (77 mg/dl) on the reported meter, which she claimed was inaccurately high. The pt took an increased dose of insulin based on this reading. A few minutes afterwards, the pt became unconscious. Emergency services were contacted. Paramedics arrived and tested the pt's blood glucose level to be 1.9 mmol/l (34 mg/dl). The pt was treated with glucagon. It would have been helpful to determine the pt's expected readings, why the pt took an increased dose of insulin based on a reading of 4.3 mmol/l, the dose of insulin taken, her insulin regimen, if the pt tested her blood glucose level using the reported meter while symptomatic, her readings obtained prior to the onset of symptoms, and what meals and medications had been taken prior to the onset of symptoms. Troubleshooting revealed the pt had used an unapproved sampling site for the test on the reported meter, which can cause inaccurate readings. The pt used a sample site that is not approved for use on the reported meter. The pt allegedly became unconscious after taking an increased dose of insulin based on a meter reading, and received emergency medical attention and treatment with glucagon. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.